Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis and the blood glucose level was in the 300-400 mg/dl range. The customer was discharged five days later. There was no permanent damage. The customer indicated that it was unknown if the incident was related to the pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.